Event description:
A customer reported an issue with the adc application and "needs assistance in downloading the freestyle libre 2 app." As a result, the customer required unspecified third-party treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. As it is unknown if customer was using ios or android operating system, device identification model no has been provided for android operating system. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc application and "needs assistance in downloading the freestyle libre 2 app". As a result, the customer required unspecified third-party treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and the freestyle libre 2 apps, the [samsung galaxy a13, samsung galaxy a02s, samsung galaxy m11, huawei, iphone 12, lg, motorola, nokia, and xiaomi redmi] smart device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc application in use with [android/ios] and "needs assistance in downloading the freestyle libre 2 app". As a result, the customer required unspecified third-party treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An issue was reported with the adc application in use with [android/ios]. The user asked for assistance with downloading the freestyle libre 2 app. The device model and operating system version were not provided. The app can be downloaded from the ios app store or google play store. The application was able to be downloaded and installed from the ios app store and google play store successfully and could not replicate the complaint. Therefore the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.